Event description:
Per the clinic, the patient was returned to surgery due to complications following ci surgery. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.